Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on bus. A field service engineer (fse) arrived at the station, removed the back panel, checked the light emission diode on all module and drawer controller boards, powered down the station, and replaced the modular controller board. After reassembling the drawer, reconnecting the bus cable, and powering up the station, the fse logged into hardware test application and successfully tested the drawer and cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.